Event description:
No new information.

Manufacturer narrative:
The complaint of a leak at the connection was confirmed and the cause appeared to be manufacturing related. Two photographs and one 22ga insyte autoguard bc unit from lot: 5149276 were provided for investigation. The inside edge of the blue female luer adapter was damaged. The material was deformed due to what appeared to be an impact with a rigid material. The deformation appeared to be the cause of the reported disconnection and leakage at the connection. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the connection was disconnected and blood leakage occurred during use.